Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite several deployment attempts. Subsequently, a guidewire was placed and the axios device was removed. After device removal, the bleeding in the stomach was addressed and there were no mayor problems. The procedure was completed. There was no patient complications reported as a result of this event. ***additional information received on march 03, 2025*** it was reported that the physician has aborted the procedure and does not plan to intervene at a later date.

Manufacturer narrative:
Block b5 has been updated with additional information received on march 03, 2025 block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection related to the deployment of the stent was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed properly. No problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand. The stent was returned partially deployed and after functional inspection the stent was able to be deployed without any difficulties. The investigation concluded that stent partially deployed is a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the events is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite several deployment attempts. Subsequently, a guidewire was placed and the axios device was removed. After device removal, the bleeding in the stomach was addressed and there were no mayor problems. The procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: product code : kns, pcu; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k)#: k163272, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection related to the deployment of the stent was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed properly. No problems were noted with the stent and delivery system. Product analysis could not confirm the reported event of stent first flange failure to expand. The stent was returned partially deployed and after functional inspection the stent was able to be deployed without any difficulties. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Therefore, the most probable cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite several deployment attempts. Subsequently, a guidewire was placed and the axios device was removed. After device removal, the bleeding in the stomach was checked and there were no major problems. The procedure was completed. There was no patient complications reported as a result of this event. Additional information received on march 03, 2025. It was reported that the physician has aborted the procedure and does not plan to intervene at a later date.

Manufacturer narrative:
Blocks b1, b2 and h1 have been corrected block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection related to the deployment of the stent was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed properly. No problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand. The stent was returned partially deployed and after functional inspection the stent was able to be deployed without any difficulties. The investigation concluded that stent partially deployed is a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the events is known inherent risk of device a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.